Event description:
Covidien received information stating that during pt use of the 840 ventilator, the graphic user interface (gui) was inoperable. Although the ventilator continued to ventilate, the pt was removed and placed on a second ventilator. There were no negative pt consequences reported. The customer reported that the pt was neonatal pt. No further information regarding the pt has been provided by the customer.

Manufacturer narrative:
(B)(4). The customer was advised to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer service engineer installed the software upgrade. The unit passed extended self testing.